Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd892968. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient had gone to the hospital on with abdominal pain and was diagnosed with peritonitis. The patient was treated with zosyn and vancomycin (doses, frequencies and routes not reported). The cause of the peritonitis event was unknown. The patient was discharged from the hospital on (b)(64) 2012 and has recovered from this peritonitis event.